Manufacturer narrative:
Investigation summary: customer complaint of error-motor service due confirmed through function testing. Motor rotations fail pm (preventative maintenance). Replaced motor. Upon further investigation, found dso (downstream occlusion) seal delamination and uso (upstream occlusion) seal buckling. Replaced dso seal and uso seal. Performed dso/uso calibration. Performed pvt (performance verification testing), unit passes all testing criteria. Updated software. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the motor service was due. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: upon further investigation, found dso (downstream occlusion) seal delamination and uso (upstream occlusion) seal buckling.